Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that the erbe displayed a ¿memory very low¿ message earlier today. Tse asked if the customer had power cycled the erbe and confirmed that they had and the issue remained. The customer completed the procedure utilizing a 3rd party generator to complete the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure was performed by the surgeon was inguinal hernia. The date and time of the procedure was (B)(6) 2025 at 8am. The system did initially power on without errors. Patient demographics were not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis and the reported problem was confirmed using system log review since u-04 error was seen. Upon visual inspection there was no issue found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized all ports and instruments without an issue. The erbe log error showed c-00 error. The complaint was confirmed by failure analysis which indicates that the device may have contributed to the customer reported complaint. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-01 and u-04. This error indicates that the cpu didn't receive a syscheckmaster message within the expected time and a memory issue.